Event description:
The guide wire was placed in a coronary artery and a balloon angioplasty catheter was placed over the wire. An angioplasty procedure was performed without difficulty. Next, a stent was placed over the wire, however it could not be positioned at the site of the lesion for an unk, but not uncommon, reason. The guide wire and stent sys was removed with the plan to place a different type of guide wire. It was noted at that time that the first guide wire had broken and the distal portion of the wire remained in the pt. The procedure was completed, however the pt went for emergency coronary artery bypass surgery. The distal portion of the wire was removed at that time.